Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the patient's mother reported that her "there was markings on the display screen and that the display glass seemed 'warped'," and the alleged issue could not be resolved with troubleshooting. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject device(s).